Manufacturer narrative:
The affected product was not returned. Functional evaluation of the product found no issues for existing inventory, although the reported lot was not available. A lookback at resus bags for the past two years shows 1 complaint for masks getting stuck to the port of the resus bag. Over the last 2 years there have been 0 nc's related to masks getting stuck to the port of the resus bags. There is no available evidence to support there is a product issue form this complaint.

Event description:
The customer alleges the " mask would not disconnect from the resus bag". No other details were provided and no patient injury/harm reported.